Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9204445 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that white foreign matter was found in the bd posiflush¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:20 on (B)(6) 2020, when the nurse on duty was about to seal the catheter for the patient, she found an unidentified white foreign body in the barrel of syringe, so it did not give it to the patient. She replaced it with a new one, which did not cause any adverse events."